Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s pacemaker was in back-up vvi. The device was restored to its intended settings via the engineering test page. The patient was stable throughout the process and will be followed up normally.